Manufacturer narrative:
Investigation summary: no product returned. Post procedure adverse event (hemodynamic instability): the cause of the injury was not determined due to insufficient clinical details. Device history lot device lot: 1943248. Device history batch subcomponent lot: n/a. Device history review pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
H6 added b13 code as it was omitted from the initial report that was submitted. Medical safety reviewed the event and noted the following: a patient presented in cardiogenic shock and was placed on impella cp for hemodynamic support. On the following day, a purge cassette leak was observed. The purge cassette was replaced without interruption to patient support. Four days later, care was withdrawn, and the patient expired. There is no evidence to suggest that the purge cassette leak or the impella cp device contributed to the patient¿s death. The device functioned as intended following purge cassette replacement, and support was uninterrupted. Device status. The impella cp device has still not been received from the customer. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). During the support, the following day, it was noted the purge cassette was leaking. A replacement cassette was not initially available but eventually one was located and successfully changed without harm to the patient. Support was uninterrupted and continued. Two days later an update noted the patient was awake, situation stabilized over the weekend. No catecholamines were needed, lactate values were in range, and the impella cp pump ran without issues. However, the next day, the patient expired on support; care was withdrawn. Further details surrounding the demise outcome were unnoted.

Manufacturer narrative:
The complaint involving the purge cassette is not part of this reportable event. However, rather, it is part of the overall event story, and the aware date is based on this conservatively. As there is limited information regarding the patient's underlying condition and circumstances surrounding the demise outcome other than care was withdrawn, and no alternative cause for the event was identified as a likely cause, the MDR is being conservatively submitted. Patient-specific information a4: weight and a5: ethnicity is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.